Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a sheath separation include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The separated sheath likely contributed to the reported device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was returned and reviewed by an abbott vascular clinical specialist, who concluded: it is clear within the video clip that the vessel was not able to be closed with the proglide. The physician reports doing a cutdown to remove the outer sheath. This is not seen within the video but it is clear that the physician had to remove an embolized part which fits the description of the outer sheath. The fluoro image does not provide any insight as to why the embolization of the component of the proglide occurred.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a proglide device after a percutaneous coronary intervention procedure using an 8f sheath. Reportedly, a sheath separation occurred and it got stuck in the patient. A surgical cutdown was used to remove the separated sheath and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.